Event description:
It was reported that the extraction of the chisels from the patient was not possible with the instrument remover. The chisels were eventually removed with pain to the patient, loss of time, and lateral oscillation of the device. Per the health care professional, this could lead to a loss of press-fit effect on the keel of the interbody device implanted. The status of the patient is unknown.

Manufacturer narrative:
(B)(4). The "dovetail" portion of the distal tip is too small by approximately 4mm. A review of the device history records for this device revealed that rework was performed on this lot.